Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Replacement of the pfc (press fit condylar) system with a postero-stabilized and cemented rotating plate of a right ptg for aseptic loosening. We do not have any information concerning the references and batches of this prosthesis since it was initially placed in 2010. However, we can communicate the patient's contact information to swissmedic in order to obtain more information on this subject if desired. Consequences: surgical intervention not initially planned.